Event description:
It was reported that the patient experienced a reddened genital area, fever and infection with an artificial urinary sphincter (aus). A revision surgery was performed in which , the existing aus was explanted; however, a reimplant has not been scheduled yet. There were no further adverse events to the patient.

Event description:
It was reported that the patient experienced a reddened genital area, fever and infection with an artificial urinary sphincter (aus). A revision surgery was performed in which , the existing aus was explanted; however, a reimplant has not been scheduled yet. There were no further adverse events to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically inspected, revealing a tear in the cuff shell consistent with tool damage which likely occurred upon explant. Visual and microscopical analysis of the pump did not reveal any abnormalities. The pump also passed all functional testing within specification. The pressure regulating balloon (prb) was visually and microscopically examined. No damage or anomalies were noted. Upon functional testing, the balloon did not pass the functional testing at 59.5 cmh2o for a product specification within 61 to 70 cm h2o. Based on the information available, product analysis did not confirm the reported allegations of fever, inflammation and infection. However, the reported patient symptoms are known risks associated with implants of these devices as indicated in the instructions for use (IFU). Additionally, product analysis could confirm the balloon component did not perform within specification.

Event description:
It was reported that the patient experienced a reddened genital area, fever and infection with an artificial urinary sphincter (aus). A revision surgery was performed in which , the existing aus was explanted; however, a reimplant has not been scheduled yet. There were no further adverse events to the patient.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptoms of infection, fever and inflammation are known risks associated with artificial urinary sphincter (aus) procedures and are noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.